Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested a user over-ride correction bolus via the pump to correct for a blood glucose (bg) of 530 mg/dl. However, the pump did not offer a correction. Tandem technical support provided instructions to the contact on how to override the insulin on board calculation. The contact was satisfied and required no further assistance.